Event description:
The customer's mother called and reported the insulin pump screen was blank. Customer's blood glucose was 206 mg/dl. It was found the inside of the screen was cracked, after insulin pump was dropped on the concrete. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads. No blank display anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.